Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer stated that the customer already cleared the drawer failure by reseating the bus cable. The fse checked and tested the auxiliary 6.1 and 6.2 in hardware test application and found no issues. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es device was not detected on bus and there was a drawer failure, and it could not open. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.